Manufacturer narrative:
Unknown.

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy which included a prismaflex m100 set. During treatment, the nurse observed an external leak from the filter pod. The blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 152 ml. Reportedly, there was no serious injury and the patient did not require medical intervention to preclude serious injury as result of this event.